Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was failed and unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 could not be opened. The field service engineer (fse) replaced the faulty solenoid. After replacement, the drawer operated as expected. The repair was verified by testing in hardware test application (hta), and the results confirmed proper functionality. The drawer was successfully recovered without any further issues. The system functioned as intended after the field service engineer repaired the device.